Event description:
It was reported by the sales rep that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. Prior to using on the patient, the needle detached from the suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. It was confirmed that the needle and suture had detached. The product was out of specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.